Event description:
Alaris pump was programmed to drip 60 ml/hr and the rate was faster than programmed. Review of the programming logs showed it was programmed correctly. Clinical engineering analyzed the pump after the event and it failed a preventative maintenance test (accuracy rate failed and would not calibrate). FDA safety report ID # (B)(4).